Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (unk cause of type iii endoleak), (type ii endoleak). Evaluation, conclusion: (unk cause of type iii endoleak), (type ii endoleak).

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately eight years ago, with placement of coils for a type ii endoleak. Vessel and aneurysm morphology at the time of implant is unk. It was reported that the pt returned for all follow-up appointments, and at the most recent follow-up appointment two months ago, the CT scan demonstrated an endoleak. It was reported that the aneurysm had shrunk in size over the past eight years. The angiogram revealed that there was a possible type iii endoleak, fabric in the contralateral limb. Review of films showed a likely fabric-related type iii endoleak at the mid-length of the contralateral (right) limb, approximately 3 cm proximal to the observed coils. The limbs are crossed and the stent graft is essentially straight at the location of the endoleak. The physician treated the type iii endoleak with two aneurx iliac stent graft limbs. The exact cause of the leak is unk; however, it appears to be unrelated to the previous coil placement. The endoleak was resolved following re-lining of the contralateral limb. No additional clinical sequelae were reported and the pt is fine.